Event description:
It was reported that the patient experienced recurrent hypoglycemia overnight, treated with two bags of fruit gummies that led to rebound hyperglycemia and subsequent repeat lows, and the episode was managed with troubleshooting and education to use measured fast-acting carbohydrates such as a single glucose tablet for treatment. Symptoms included anxiety and low blood glucose with subsequent high readings consistent with a glycemic rollercoaster, ranging from 65 mg/dl to 190 mg/dl. Outcomes included no alarms, no alerts, no hospitalization, and resolution with education on appropriate hypoglycemia treatment. Investigation included phone-based troubleshooting and patient education focused on treatment technique for low glucose. Investigation of this case revealed user overtreatment of hypoglycemia with slow-digesting carbohydrates contributing to oscillating glucose levels. It was concluded that the event resulted from user management of lows rather than a device malfunction, and the patient was instructed to treat with a precise amount of oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.